Event description:
A report was received that the patient was suspected of having an infection at the pocket site. Symptoms include pus coming out of the skin, redness, has a smell, and ipg was sticking out of the pocket site. The patient underwent an explant procedure and was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm; model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.